Manufacturer narrative:
This device remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker exhibited far field oversensing. Technical services (ts) was consulted and provided a review of the report via fax to the following physician for this patient. This pacemaker remains in service. No adverse patient effects were reported.